Manufacturer narrative:
The cycler was returned to the manufacturer for evaluation and confirmed a hardware component failure unrelated to the event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the cycler and concomitant products found no indication that the products caused or contributed in any way to the reported patient event. Medical records were provided and have been reviewed by post market clinician staff. Medical records did not contain dialysis treatment records, physician orders, or medication records for review. There is no documentation in the medical record supporting a possible association between the event of peritonitis and fresenius pd products. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. The paper MDR submission (MFR report # 2937457-2015-01577) follow-up # 001 was submitted on (B)(6) 2016 to the (B)(6).

Event description:
On (B)(6) 2015, the patient started vancomycin, dose unknown, via intraperitoneal (ip) route every three days for 4 to 5 doses total. On (B)(6) 2015, the patient was administered 1800mg vancomycin via ip route one time, then vancomycin therapy at 900mg ip route every three days resumed. The pd nurse stated the patient was not hospitalized for the episode of peritonitis and was initially treated with antibiotics in-center and continued antibiotic therapy at home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During a follow-up call with a peritoneal dialysis (pd) pt's registered nurse (rn) the nurse stated the pt had reported cloudy effluent and abdominal pain during treatments starting (B)(6) 2015 but did not report the issue until (B)(6) 2015. Per pdrn the pt was requested to come into the clinic on (B)(6) 2015 for fluid culture and was diagnosed with an episode of gram-positive cocci peritonitis on (B)(6) 2015. Per pdrn the pt practiced aseptic technique when completing peritoneal dialysis treatments and it was unk what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. The nurse stated the pt was not hospitalized for the episode of peritonitis and was initially treated with antibiotics in-center and continued antibiotic medication at home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.